Manufacturer narrative:
The customer reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: (B)(6) / biomed need assistance on 8100 sn (B)(4) having an error 242.4030. Case resolution: assisted (B)(6)/ biomed and walk thru the process on isolating if the issue is mechanical or electrical. It appears that the issue has something to do with electrical, motor controller board might be faulty. Biomed would consider sending it in for repair. (B)(4).